Event description:
The customer reported having low blood glucose. The customer stated that she was in a car accident due to her low glucose level. The blood glucose reading was 23mg/dl and the customer was taken to the hospital. Troubleshooting was performed. The customer stated that she feels her admission was not related to the insulin pump, but more of a need to change the basal rate settings. The customer stated that the units left in the status screen match to the insulin left in the reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.